Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator was in backup operation. The patient presented in clinic with shortness of breath and was intermittently pacing in the ventricle due to sinus bradycardia due to the backup operation. The device was restored. The patient felt better after the restoration. The patient was stable.